Event description:
During service investigation of a (B)(6) male patient's belt which was returned for an unrelated reason, a reportable problem wa discovered. The belt failed incoming testing. The patient was issued a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the r2 resistor was open. The cause of the test failure could not be positively identified but is likely the open resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the open resistor. The patient received a replacement electrode belt.